Event description:
It was reported the electrocardiogram (ECG) connection produces noise. Multiple cables were tried. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) noisy ECG (electrocardiogram) signal due to loose ECG connector found on link electronics module printed circuit board.